Event description:
Reporter indicated a lead fracture was noted during a vns generator replacement surgery. The generator and lead were replaced. The patient had no trauma and did not manipulate the vns. X-rays were not performed. The explanted lead has been returned and is currently in product analysis. The explanted generator was discarded.

Manufacturer narrative:
Conclusion: device failure occurred, but did not cause or contribute to a death or serious injury.